Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the first low voltage lead exhibited high thresholds, unstable thresholds and dislodgement. The second low voltage lead exhibited high thresholds, dislodgement and placement difficulty, as the lead could not fixate. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.